Event description:
It was reported that sterile water could be injected during pretest but could not be drained from the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The reported failure is within specification as the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter. Visual inspection noted that the balloon was partially inflated upon receival of sample. The balloon deflated by aspiration using syringe. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 2 minutes with no cuffing or leaks noted. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could be injected during pretest but could not be drained from the foley catheter.